Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. The lv lead was determined to be dislodged. An invasive revision procedure was performed and the lv lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found the coils at the tip region slightly stretched likely due to handling damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.